Manufacturer narrative:
Checking the manufacturing charts of the removed components, no pre-existing anomaly was discovered in the items belonging to the same product codes and lot numbers as the devices involved in this complaint. The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery was performed on (B)(6) 2025, due to dislocation. The patient was dislocating and the surgeon decided to implant a lateralized glenosphere and a +3 retentive poly. The following components were removed: - smr rever. Liner retentive std (part code 1361.50.810, lot number 20at18s, sterilization unknown). - smr connector small r (part code 1374.15.305, lot number 2432915, sterilization (B)(4)). - smr eccent. Glenosphere ø 36mm (part code 1376.09.031, lot number 2433704, sterilization (B)(4)). Previous surgery performed on (B)(6) 2025. The patient is a male, date of birth (B)(6) 1952. The event happened in the united states.